Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 43568 were returned for analysis. The data files showed at least 13 applications with the returned balloon catheter, were performed on the (B)(6) 2020. The date format was mixed up between the "month" and "day". The files also showed that system notice 50005 was received indicating that the safety system detected fluid in the catheter and stopped the injection. Visual inspection of the balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicates that the catheter has not been used. The compatibility issue was reproduced due to the kink on the guide wire lumen. The catheter failed the performance test due to system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿, upon connection to the console. The dissection/pressure test showed inner balloon pin holes. Also further pressure test revealed guide wire lumen kinks and breach at 2.048 and 2.048 inches from the tip of the catheter. In addition, a leak through the push button to luer bond was detected. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.